Manufacturer narrative:
Literature citation: visani (et al. If applicable). Treatment of chronic osteomyelitis with antibiotic-loaded bone void filler systems: an experience with hydroxyapatites calcium-sulfate biomaterials. Acta orthop. Belg. 2018; 84: 25-29. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported in an article by visani, et al. Titled, treatment of chronic osteomyelitis with antibiotic-loaded bone void filler systems: an experience with hydroxyapatites calcium-sulfate biomaterials, that 97 patients that received bone void filler in the treatment of chronic osteomyelitis.six of those patients received wright medical bone void filler. Allegedly, in the whole series containing various manufacturer bone void filler, 19 patients showed recurrence of infection; in 12 a second surgical debridement was performed: 2 patients were treated with resection and bone graft, 1 with arthrodesis; in 2 cases an amputation was performed and 2 cases received no further treatment. It was possible to eradicate the infection with conservative procedure in only 4 of the recurrent cases and in 2 cases an amputation was required; the other 13 patients developed a chronic infection.